Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off/no power alarms noted. The insulin pump passed off/no power test, self test, error test and displacement test. The insulin pump alarmed during basic occlusion test due to protruded/loose drive support disk. Unable to complete functional test including occlusion test, prime and excessive no delivery alarm test due to prime alarm. The insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot and scratched around casing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report their insulin pump was alarming due to a compromised force sensor system. During troubleshooting, it was found that the drive support cap was protruding from the device. Customer also stated that he had been hospitalized in (B)(6) of 2012 for a cold, which caused high blood glucose levels. Patient was treated with manual insulin injections and blood glucose level was 600 mg/dl at time of hospitalization. Nothing further reported.